Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, it was reported that the patient had a gradual onset of generalized increasing pain that began 8 days ago. It was the same day as an MRI the patient had had for her neck and back. It was unknown by the reporter if the MRI was done due to the patient's devices or therapy. The pump was not checked post MRI. The patient felt that the pump was not functioning. It was unknown by the reporter if the pump was audibly alarming. The patient was unable to contact her clinic, so went to the ER (emergency room). The patient had an appointment with her physician on monday. On (B)(6) 2015, additional information was received from a consumer regarding the patient and it was reported that the e.r. Told the patient ¿they are going to have to do surgery to reset the device and put a different med in it.¿ the patient was experiencing symptoms all over her body; she had pain, hot and cold flashes, chest pain, headache, nausea, muscles spasms, and weakness when standing or walking/unbalanced. On (B)(6) 2015, additional information was received from a consumer regarding the patient and it was reported that the patient had had symptoms ever since the device was implanted; she had hot/cold flashes, muscle spasms, weakness standing and ¿walking unbalance.¿ the troubleshooting performed, the actions/interventions taken,the cause of the event and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.